Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor had seized and was rough running. It was further noted that the trigger was broken, the control does not switch off equally, and the motor failed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device had an unknown malfunction. During in-house engineering evaluation, it was observed that the motor had seized and was rough running. It was further noted that the trigger was broken, the control does not switch off equally, and the motor failed. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure as a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.